Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple button alarm 22. Reportedly, the contact does not believe that they have done anything to trigger the alarm. Customer had elevated blood glucose levels (approximately 400 mg/dl), and stated elevated blood glucose levels were treated via the pump.